Manufacturer narrative:
Device evaluation: the lens was returned in a microcentrifuge vial with moisture on lens. Visual inspection found haptic torn and bent. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.1mm vicmo12.1 implantable collamer lens, -10.00 diopter, within the same surgery due to the lens tore/broke during delivery into the eye. There was no patient injury. Another same model lens was implanted on (B)(6) 2019 and the problem was resolved. Cause of the event was unknown.